Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The reported outflow graft obstruction could not be confirmed through this evaluation as no imaging was submitted and no product was returned for investigation. A direct correlation between the reported events (gi bleeding, outflow graft obstruction), log file findings, and (B)(6) could not conclusively be determined through this evaluation. The submitted log files contained overlapping data, per the timestamps. Throughout the log files, several elevations in pump power and calculated flow were captured. Pump power ranged from 4.6 watts to elevations as high as 8.4 watts, while pump flow ranged from 3.3 lpm to elevations as high as 10.6 lpm. A specific cause for the changes in pump parameters cannot be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii lvas, (B)(6), until he experienced further flow elevations on 30nov2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24may2019 via customer order. The heartmate ii lvas instructions for use (IFU), is currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. Section 5 of the IFU entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had elevated flows and power. Their labs showed they had stable lactate dehydrogenase (ldh) levels in the 200's. It was also noted the patient had gastrointestinal (gi) bleeding. Anticoagulation of aspirin and plavix we put on hold by the healthcare provider. The patient was also noted to be very pulsatile on a-line. Upon their review, technical services confirmed elevated pump power and flow on (B)(6) 2021 at 13:23, as well as on (B)(6) 2021. Additional information was received that the patient's outflow graft was compressed.